Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the distal end was broken due to physical stress that was applied to the tip and the plastic distal end cover burns occurred due to the use of a high-frequency processing instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited a broken distal end and a burnt plastic distal end cover. There was no patient involvement.